Event description:
It was reported, during reprogramming the patient was unable to use her scs system because she was unable to increase her stimulation above a certain level without the stimulation decreasing. Diagnostic testing revealed multiple invalid contacts with impedances above 11,000 ohms. The patient reports no history of falls or major accidents. The patient reports no history of falls or major accidents. Reprogramming was able to achieve effective stimulation. Follow up information identified xrays were taken and showed a lead fracture. The patient denies any trauma that may have cause the fracture. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.